Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for basophils for two (2) patient samples assayed on their coulter hmx hematology analyzer with autoloader. The erroneous patient sample results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the latron control failed conductivity before the patient sample was assayed.

Manufacturer narrative:
A field service engineer (fse) assisted the customer via telephone. The fse advised the customer to change the lot of diluent being used on the analyzer. This resolved the issue. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: MDR 1061932-2011-02004. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.